Manufacturer narrative:
Updated describe event or problem, relevant tests/lab data, other relevant history, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Additional information received indicates that the driveline infection event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure. Further additional information indicated that the patient's clinical course was further complicated by hypertension on (B)(6) 2016. This event was treated with an adjustment of the patient's hydralazine dose. The event was reported to be ongoing. The hvad system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Infection/sepsis and hypertension are known potential complications that may be associated with use of this product and in patients with heart failure. The device remains implanted in the patient and is thus not available for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the reported event include the patient's pre-existing history of smoking and diabetes; along with his recurrent episodes of driveline access site infections and the progressive decline in his clinical condition. Of note, the patient's development of fungemia appears to have been isolated to his previously implanted aicd leads. The primary investigator reported that these events were related to the patient's condition and unrelated to the hvad device or procedure. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Internal cardiac defibrillator lead vegetation is a probable cause of the sepsis. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Device remains implanted.

Event description:
It was reported from the site by the patient was admitted with a drive line exit site infection and later was found to be with fungemia and antibiotics were initiated. When fungemia was found, antifungal therapy was also given. It was stated that the drive line infection was thought to be secondary to pseudomonas and fungemia was due to candida parapsilosis. CT scan of abdomen showed no abscess to be drained around the drive line but there is a thrombus in the line between the lvad all the way to the ascending aorta anastomosis and this thrombus is likely infected with the same organism. It was also stated that blood cultures were obtain showing positive for candida after initial doses of antibiotics. While changing antifungal therapy, several blood cultures were obtained and they came back positive for candida. The decision to start amphotericin combined with 5-fc was taken and after several days with this combination, blood cultures were done and were still positive for candida. The patient was taken to the cath lab on (B)(6) 2016 for a transesophageal echo (tee) to rule out endocarditis. This test confirmed the diagnosis of vegetation in automatic implantable cardioverter-defibrillator (aicd) leads. Thoracic and cardiovascular (tcv) surgical service was consulted for aicd extraction. This option was carefully studied and was found the only option as alternative for possible cure of his fungemia. The patient was taken to the operating room on (B)(6) 2016 and the aicd was removed. Leads were sent for culture and resulted positive for candida. Amphotericin and 5 - fc combination was continued and few days later, new blood cultures was obtained. (In (B)(6) 2016) these last blood cultures remained negative. Amphotericin and 5 - fc were discontinued, fluconazole was begun and the patient was finally discharged home on (B)(6) 2016. No additional information available.